Manufacturer narrative:
Additional information: d4, h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set with duo-vent spike would not connect when trying to attach a non-baxter cap. The set was primed with an unspecified hazardous drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.